Event description:
Per the clinic, the patient experienced swelling and infection at the implant site subsequent to sustaining a head trauma 10 days after implantation. Subsequently, the patient was treated with oral and topical antibiotics for a duration of 2 weeks, however the issue did not resolve. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.